Event description:
A customer contacted beckman coulter inc. (Bci) in regards tubing leaking lyse on the coulter lh 750 analyzer. The operator was using proper ppe when the tubing leak was discovered. No exposure of the lyse reagent to mucous membranes or open lesions and medical attention was not sought.

Manufacturer narrative:
(B)(4).the product code is unknown and the sample was discarded, therefore no evaluation was performed. As the product code is unknown, the 510k number cannot be identified.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the (B)(6) fever and peritonitis in a (B)(6) female patient coincident with dianeal pd2 unknown bag therapy and due patient scratching at the exit site and did not wear a mask during therapy. On an unknown date, the patient started treatment with dianeal pd2 unknown bag intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date, a break in aseptic technique occurred. On (B)(6)2010, the patient was diagnosed with peritonitis manifested by fibrin, pineapple-like effluent, and fever. On (B)(6)2010 through (B)(6)2010, the patient was hospitalized for the peritonitis. Remedial therapy was started with cefazolin 10mg, intravenous (IV) for an unknown length of therapy. It is unknown if the dianeal therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique. The peritonitis is improved. It was unknown if the fever resolved. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique or the fever.